Event description:
It was reported that the steerable endoplege catheter was defective . The device was fine during prep but during placement of the device into the patient it started to loose its function, it wasn't retracting as well, the entire movement seemed to be "off". The deflecting tip was floppy and not working well. The customer used an ep after discarding the sc101 and it worked well. No patient injuries reported.

Manufacturer narrative:
Evaluation results: (B)(4) 2010 - the contamination guard was cut off of the device to expose the device shaft. The device was visually inspected and there is a kink 1" from the strain relief. There is also another kink approx. 11" from the strain relief. Visually the steerable tip is kinked and no longer straight. An attempt was made to steer the tip and the tip will not steer at all. Water was introduced through all of the device lumens and the water flows from the balloon and pressure lumens with no difficulty. The water would not go through the infusion lumen because the lumen is blocked with dried blood and fluids. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. The device did not function as a result of kinks and the dried blood and fluids. Root cause of the event could not be determined. As a manufacturing defect was not detected, no corrective action will be pursued at this time. A device history record review was completed for lot 678238 and this device met all specifications upon distribution. We will continue to monitor trends on a monthly basis and if further action is required, appropriate investigation will be performed.